Event description:
The issue was found during maintenance when the automated endoscope reprocessor (aer) detected a channel obstruction. The intended diagnostic gastroenterology was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later provided the following survey responses: the scope was cleaned and disinfected prior to being sent for repair. There were no malfunctions of the reprocessing accessories. No delays in the manual or pre-cleaning processes. Air / water flushed during pre-cleaning. The customer stated the endoscope in the detergent solution. The air/water nozzle / channel with the detergent solution during manual processing. The scope wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges during manual cleaning was performed. No further information was able to be provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope channel 3 was obstructed. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the nozzle had foreign objects. Additional findings include the following: the insulation resistance value at the distal end did not meet the standard value due to the adhesive peeling on the bending section cover, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the up / down knob could not be locked securely due to wear of the forceps elevator lever, the adhesive around the objective lens had wear, the light guide lens had a crack, the adhesive around the light guide lens had wear, the plastic distal end cover had a scratch, the adhesive on the bending section cover had a crack, the connecting tube had a wrinkle, and the image guide protector had a cut. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.